Manufacturer narrative:
Catalaogue# 800094. Lot# 07161408-12. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the instrument fractured due to ductile overload fracture. No relevant manufacturing issues found upon device history review. Conclusion: the plausible root cause of the reported event is a user applied overload to the instrument.

Event description:
It was reported that; rotator rod in set broke.

Event description:
It was reported that; rotator rod in set broke.